Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse connected his trainer to the unit and tested the balloon, activated the vent function on the trainer and zeroed the system, then he started the system and the blood pressure came up as it should. After that the fse ran on the trainer and test balloon for approximately 30 minutes with no problems. The fse ran the unit through a complete calibration and functional tests, all tests passed. The iab was cleared for clinical use.

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) had with no blood pressure readings. There was no patient involvement and no adverse event was reported.